Manufacturer narrative:
(B)(4). Date of initial report: 10/29/2015. To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a laminectomy procedure, the surgeon was working with the electrode and when the surgeon was about to put the electrode back into the patient, it was noticed that the plastic guard had fallen off onto the drape. Nothing fell into the patient cavity. There was no injury to the patient.

Manufacturer narrative:
(B)(4). The incident electrode was not returned to covidien for evaluation. The site only returned the opaque ptfe insulator that had fallen off. Visual inspection of the insulator found scratches going in various directions. Due to the scrach pattern on the insulator, the electrode may have been cleaned with an abrasive material. The instructions for use (IFU) state cleaning the electrode with a scrach pad or other abrasive object, scraping with a sharp object or bending beyond 90 degrees may damage the electrode. If the electrode is damaged, it should be discarded.